Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 267 mg/dl. The customer was treated high blood glucose with the pump. The customer stated that she got low in the middle of the night. Customer's blood glucose was 30 mg/dl. Customer treated lows with orange juice. Customer stated that she has been working on with doctor.